Event description:
I have a mthfr mutation as well as endocrine health issues such as adrenal fatigue and hypothyroidism, estrogen dominance, uterine fibroids and other health issues which I didn't have prior to filshie clips. The doctor asked me as I was heavily sedated and being taken to surgery for an emergency c-section if I wanted a tubal ligation but failed to mention he would be implanting anything into my body which I never would have agreed to.